Manufacturer narrative:
Device evaluation: two cadd pumps was received and it were visually inspected. Delmination was detected in the inlet bonding of the inj. Site in both samples; also foreign matter mark was found in one (1) of them; no cracks or molding issues were detected in the component. Leak testing on the samples received was performed to look for unusual functions; a leak was observed fleeing from the inj. Site port which confirmed the reported condition. The most probable root cause are: the inj. Site was received damaged from the supplier. The inj. Site became damage after the product left shm facilities. A supplier notification snn-00001325 was issued on 21-may-2019 in order to knowledge the vendor that p/n 31-0946 was involved in a complaint. Since the lot number was not reported, it's unknown if the product was manufactured after the implementation of this action.

Event description:
Information was received that during use of this smiths medical cadd administration sets, leaking at the y-site was noted. No patient injury was reported.